Manufacturer narrative:
(B)(4). Method: the complaint (B)(6) respiratory humidifier was returned to fisher & paykel healthcare in new zealand for investigation, where it was visually inspected and electrically evaluated. Results: visual inspection revealed no signs of impact damage to the returned mr850. Performance testing confirmed audible alarm was not functioning properly. Electrical resistance testing revealed that the reported fault was due to an open circuit in the speaker coil. Conclusion: we are unable to determine what may have caused the open circuit of the returned mr850 respiratory humidifier. Our mr850 product technical manual contains a maintenance schedule which instructs the user to conduct annual visual checking and performance testing of the mr850 heater base. In addition, the product technical manual also states that "all servicing procedures should be followed by a humidifier test, and an electrical safety test to ensure proper operation". The mr850 is equipped with visual alarm indicators in addition to the audible alarm.

Event description:
A distributor reported on behalf of a healthcare facility in ecuador via a fisher & paykel healthcare (f&p) field representative that the audible alarm of a mr850 respiratory humidifier was not functioning properly. There was no patient involvement.

Manufacturer narrative:
(B)(4). We are currently in the process of finalising our investigation. We will provide a follow up report upon completion of investigation.

Event description:
A distributor reported on behalf of a healthcare facility in ecuador via a fisher & paykel healthcare (f&p) field representative that the audible alarm of a mr850 respiratory humidifier was not functioning properly. There was no patient involvement.